Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation site: cq zuchwil, selected flow: damage - broken. Visual inspection: the tip of the drill bit is broken off as complained. Approx. 1.6mm of the distal cutting tip section has broken off and was not returned for investigation. Besides, the instrument presents normal signs of use. Document/specification review: the returned drill bit was manufactured according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. With stainless steel (440a) the correct material was used, the hardness value was confirmed to meet the specification. Summary the complaint condition is confirmed as the tip of the drill bit is broken. This production lot conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the drill bit breaking could not be determined based on the provided information. However, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part # 03.503.264, synthes lot # u290294, supplier lot # u290294, release to warehouse date: jul 27, 2018; jan 30, 2018; jan 29, 2018 supplier: (B)(4). No ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during an unknown skull procedure, the drill bit broke. The surgery was completed successfully without surgical delay. The tip of the drill bit was discarded. No further information is available. This report is for one (1) matrix 1.1mm drill bit/hxc 4mm stop/52mm. This is report 1 of 1 for (B)(4).